Manufacturer narrative:
At this time, the lead remains implanted and in service without surgical intervention planned. Technical services provided guidance and recommendation for future action. If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that this left ventricular lead, implanted for approximately one year, exhibited high out of range pacing impedance values in the lv ring-rv configuration during follow-up. It was further reported that in the lv tip-rv configuration, impedance values were normalized. An inquiry was directed to boston scientific technical services for root cause determination. No adverse patient effects were reported and additional surgical intervention unfavorable, due to reported challenging implant.